Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open due to the pocket lid being opened while the drawer was shut. A field service engineer (fse) performed to clear the pocket and open the drawer. Fse reseated the retractor band connections to multi operation avionics board, ran diagnostics, tested drawer operation, all pockets and drawer was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.